Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 18-sep-2022 to 17- sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height matrix drawer 3 had failed. A field service engineer replaced the drawer to resolve the issue and followed by performing preventive maintenance. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis anesthesia es system had a drawer failure. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Section h6 - updated codes for investigation findings and conclusions to reflect the resolution of the complaint investigation. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service technician replaced the half height matrix drawer 3 to resolve. The system was functional as intended.

Manufacturer narrative:
Investigation pending; a supplemental report will be submitted once the investigation process has been completed.

Event description:
It was reported by the customer that a pyxis anesthesia es system had a drawer failure. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.